Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in impedance. The rise was sharp to begin with, but now has been slow and steady and is out of range. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.